Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 the reported event was unable to be confirmed due to lack of medical records. No product was received, therefore visual and dimensional evaluations could not be made. Review of the device history records was not performed for this device as per the IFU, it does not contain nickel or chromium, the elements the patient reported to be allergic to. The root cause is attributed to no problem found due to device not containing these elements. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). D10: 42508006402, cruciate retaining right size 8 pps narrow femur, lot#: 66795369. 42522100810, articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11, lot#: 66837560. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 6 months post implantation of a right total knee arthroplasty, the patient began experiencing pain, alluding to possible nickel and/or chromium allergies. Patient had a blood test performed that identified nickel allergy and a patch test that was positive for chromium allergy, but nickel did not appear on the patch test. At this time, no medical intervention has been performed and devices remain implanted. Attempts for additional information have been made and all has been provided.